Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure a whisper wire was attempted to be advanced through the inner lumen of the quartet lead and met great resistance. The physician then tried to flush the lead, and could not. The lead was occluded. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.